Event description:
On the event date, the pt reported that while removing the insulin cartridge the plunger became stuck to the piston rod of the infusion device causing 315 units of insulin to spill into the cartridge compartment. She stated that she was removing the insulin cartridge because it was not sitting properly in the device. The pt was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient switched to her backup infusion device. The pt did not required medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.